Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer pfo occluder was chosen for implant. During procedure, the occluder did not "open up".

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Indication in the field indicated that the delivery system, anatomical interference, and any angulation or kink in the delivery system were not reported. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer pfo occluder was chosen for implant. During procedure, the occluder did not "open up".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.